Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip open during establishing final arm angel (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was implanted with no reported issue. A second clip delivery system (cds) was advanced and placed on the valve. While establishing final arm angle (efaa), the clip opened to 120 degrees. Multiple attempts of efaa were performed but the clip still opened. The clip was removed with no reported issue and another clip was implanted reducing the mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).